Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a triclip procedure was performed to treat tricuspid regurgitation (tr) with a grade of 5. A triclip xtw was implanted without issues. Another triclip xtw was selected for treatment. However, while inserting the triclip delivery system (tcds) into the triclip steerable guide catheter (tsgc), resistance was encountered. The clip was inserted and advanced to the tricuspid valve. However, difficulties visualizing the clip occurred. A decision was made to remove the clip. However, while removing the triclip clip delivery system (tcds), the clip detached from the tcds was observed to be floating in the right atrium. A snare was then inserted to remove the clip successfully from the patient. The procedure was completed with one clip implanted. The tr was reduced to grade of 3. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and based on the information provided and without the device to analyze, a cause for the reported difficult to insert the cds into the sgc and premature activation cannot be determined. Image resolution poor is related to procedural conditions as difficulties visualizing the clip during the procedure was reported. Embolism appears to be related to procedural conditions associated with the clip detaching from the device (premature activation). Embolism is a known possible complication associated with triclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a